Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that the software detected and alerted the user of excessive deflection during screw placement. This can be caused by skiving. Further information provided revealed that the drb and surveillance marker was placed on the same spinous process clamp during the intra-operative registration. If the drb, surveillance marker and ict are all placed on the same spinous process clamp, the software is unable to detect movement. For this set up, if there is movement of the drb, the user will be presented with a warning stating "possible shift of the drb detected by surveillance marker. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.